Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call sensor glucose and blood glucose differences and has received a threshold suspend alarm. The customer's blood glucose reading was 288 mg/dl and 96 mg/dl for sensor glucose in the morning but is unsure of the blood glucose reading at the time of incident. The customer indicated that the cannula looked like a corkscrew. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor passed with accurate readings. However, a visual inspection for the sensor cannula bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.